Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reported that the device has cloudy tubing and would like to send in the unit to have the internal water path replaced. Upon receiving the device, cardioquip tested a water sample from the device and confirmed the device had microbial contamination. The device went through an internal water pathway replacement and was retested and the cfu count was within the acceptable limits.

Event description:
Customer reports bacterial contamination.

Manufacturer narrative:
Based on the review of the complaint and photo provided by the customer, of the internal tubing of their devices, there appears to be a dark growth within the tubing that is consistent with bacterial biofilm growth. The overall appearance, for the internal tubing, has a high probability of being contaminated with bacteria over the design specifications. This is based on testing performed on devices with similar dark growth within the internal tubing upon receiving additional information from the completion of the investigation or the user facility, cardioquip will file supplementary reports.

Event description:
Customer reports that the internal tubing of their device is cloudy and that they would like to have the device sent in for internal water path replacement. Customer sent photos of internal tubing that appears to indicate biofilm formation.